Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3591 showed one similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaks occurred when the catheter was being pre-flushed. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and it appears that the tubing was punctured with the stylet. One 4 fr groshong nxt catheter and connector assembly were returned for evaluation. The stylet was returned within the catheter. The catheter was flushed with water using a 12 ml syringe and a leak was observed to form 2.6 cm from the distal end. Microscopic observation of the leak location revealed a circular hole in the material. A flap in the hole was present pressing outward wards. The stylet tip extended slightly distal to the puncture which suggest stylet damage likely contributed to the leak. Manipulation of the catheter against the stylet tip during handling may have been a contributing factor; therefore, the complaint of a leak is confirmed.

Event description:
It was reported that fluid leaks occurred when the catheter was being pre-flushed. No other information provided.